Manufacturer narrative:
The evaluation confirmed no image. Additionally, image works normal using serviceable test cable assembly, there were dead pixels in the image, and the cable assembly failed pressure leak test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus there was no image. There was no harm or user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, water leakage caused by faulty cable has been confirmed. Thus, the ¿no image¿ event may have occurred due to water leakage caused by faulty cable leading to the video function to not working properly. Olympus will continue to monitor the field performance of this device.